Event description:
It was reported that following catheter revision the hcp did not want to change the drug concentration, but wanted to decrease the pt's dose. The pt's pump was programmed to the lowest dose available with the 2000 mcg/ml concentration of lioresal (96 mcg/day), and the pt was hospitalized overnight for observation. The pt complained of some increased flaccid leg symptoms. The lioresal concentration was changed to 500 mcg/ml and the dose was decreased to 41 mcg/day. The pt was later released home, and recovered without sequela. Ref MFR report #6000030200801673.